Event description:
It was reported the catheter was being placed into a (B)(6) old female, height 170 cm, weight (B)(6) in the intensive care unit. The patient's condition after cardiac arrest was cardio-pulmonary insufficiency. Venous access to the patient's right subclavian vein was performed. The vessel was punctured, guide wire inserted, and the needle was removed without resistance. The catheter was then inserted over the guide wire into the vein. About 5-10 cm of the wire was removed when they felt resistance. The guide wire turned out to be impossible to remove. A decision was made to remove the catheter and wire as one. Ther was an immediate consultation with a vascular surgeon to confirm the vessel was intact. The patient developed a hematoma at the insertion site causing a pharmacotherapy delay. Another attempt was made at the procedure and the catheter was placed successfully. The patient later expired due to a cardio-pulmonary insufficiency according to the doctor.

Manufacturer narrative:
(B)(4).